Event description:
It was reported that sheath detachment occurred. The target stenosed lesion was located on the calcified proximal right coronary artery. An opticross imaging catheter was selected for use. During the procedure, it was noted that the lesion was prepared with 2.5,3.0 and 3.5 nc balloons, stented with two overlapping stents which were optimized and checked by ivus. More clarification of the proximal lesion was needed and multiple views were taken, remarkable haziness was noted at the site of the lesion. Ivus was introduced again, crossed the lesion partially and got trapped and was difficult to retireve. Different maneuvers were done to take the ivus back into the guide, however with gentle traction it snapped and got partially dislodged into the vessel. The physician introduced a second guide catheter via right femoral artery, the vessel was wired, a trader balloon was used, via the al guide, to trap the dislodged segment of the ivus and the whole segment was successfully retrieved and the proximal segment was stented. The procedure was completed with original device. No patient complications were reported.

Manufacturer narrative:
B3: date of event - estimated based on aware date of (B)(6)2020. E1: initial reporter phone(B)(6) device evaluated by MFR.: the device was returned for analysis. Upon visual inspection, the imaging window was observed detached from the lapjoint section and was not returned for analysis. Several kinks in the sheath assembly were noted. A kink was observed in the telescope assembly. Dimensional inspection noted the imaging window was found detached from the lapjoint and the measurement of this section was within specification.

Manufacturer narrative:
Date of event is approximated since unknown. (B)(6).

Event description:
It was reported that sheath detachment occurred. The target stenosed lesion was located on the calcified proximal right coronary artery. An opticross imaging catheter was selected for use. During the procedure, it was noted that the lesion was prepared with 2.5,3.0 and 3.5 nc balloons, stented with two overlapping stents which were optimized and checked by ivus. More clarification of the proximal lesion was needed and multiple views were taken, remarkable haziness was noted at the site of the lesion. Ivus was introduced again, crossed the lesion partially and got trapped and was difficult to retrieve. Different maneuvers were done to take the ivus back into the guide, however with gentle traction it snapped and got partially dislodged into the vessel. The physician introduced a second guide catheter ia right femoral artery and the vessel was wired. A non-bsc balloon was used via the non-bsc guide wire to trap the dislodged segment of the ivus. The whole segment was successfully retrieved and the proximal segment was stented. The procedure was completed with original device. No patient complications were reported.